Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 20 mg/dl at the time of one of the incidents. The customer was having the lows maybe from improper bolusing. The customer was given juice and intravenous glucose by paramedics to treat the low blood glucose. Customer was not taken to the hospital. The customer is unsure if they were wearing the insulin pump during the incidents. Troubleshooting was not completed the insulin pump will not be returned for analysis.